Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring intervention. Device issue: no device malfunction has been reported. It was reported that during a proximal lad procedure, several balloon dilatations were performed with a voyager balloon. Post dilatations, a dissection is noted within the proximal lad. The dissection was treated with implantation of an unknown stent. There is no additional information available.